Event description:
Per oos, this patient complained of pain at the infection site and the pocket was revised. Since the battery of this lumax 340 hf-t was half depleted, the implanting physician elected to replace the device with a lumax 540 hf-t, (B) (4).